Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred with regards to a microclave® clear neutral connector where it was reported that they have a widespread leaking issue during patients use with their microclave and they have been throwing the items out. There was patient involvement, no patient injury or medical treatment and unknown delay in therapy reported.

Manufacturer narrative:
Received one (1) used mc100 microclave connected to one (1) used list# unknown extension set for inspection. A crack was found on the female luer of the extension set. No defects or anomalies noted on the microclave. The mc100 and extension set were leak tested per product specifications. There was leakage from the female luer. There was no leakage from the microclave. The reported complaint of leakage could not be confirmed on the mc100 microclave. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.